Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: dxtend stand pe cup d38 +3mm shoulder humeral cup component; unknown shoulder humeral stem component; unknown shoulder humeral proximal body component; dxtend glenosphere ecc d38mm shoulder glenosphere component; unknown shoulder metaglene component; unknown shoulder glenosphere locking screw components x 4. No code available is to address the reported ¿surgical intervention¿.

Event description:
It was reported that patient had reverse shoulder arthroplasty for a fracture of proximal humerus was dislocated.